Event description:
It was observed during the device evaluation, that the distal end cover on the gastrointestinal videoscope had melted. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted as a correction to include the results of the device evaluation that were erroneously left out of the initial report. Updated fields: g3, g6, h2. Corrected fields: g1, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record and service history records found no deviations that could have caused or contributed to the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.